Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported unable to pause insulin delivery or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
Patient reported the omnipod system continued to delivery insulin when paused. Patient reported pausing insulin delivery for an hour and hearing the clicking noise associated with insulin delivery. Blood glucose levels decreased to 90 mg/dl.

Manufacturer narrative:
In the case description, the user mentioned receiving insulin while insulin delivery was paused. The physical controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the ios log files found no evidence of the system delivering insulin while suspended. The patient history buffer (phb) showed that the total pulse count did not increase during periods of time where the audit log files showed that insulin delivery was suspended by the user, indicating that the pod was not actively delivering insulin during these periods. The logs show that the total pulses count only increased again after the user resumed insulin delivery. The system was determined to have functioned as intended.